Event description:
It was reported that the catheter migrated out of the intrathecal space a total of 3 times, and the patient experienced withdrawal. It was noted that the patient did require hospitalization. A revision was performed on (B)(6) 2011. The patient outcome was reported as no injury. It was also reported that the patient was having an MRI on (B)(6) 2012, due to neck pain, left arm and lower back pain that was radiating into the left leg causing pain. It was initially reported that the device system was used to deliver bupivacaine (marcaine), but it was later reported that device was used to deliver morphine. Refer to manufacturer report # 3007566237-2012-01456.

Event description:
Additional information: it was reported that a magnetic resonance image (MRI) of the patient showed no significant change since 2005. There were no disk protrusions or stenosis. The patient was seen in (B)(6) 2012. A catheter revision was planned, but not scheduled. The doctor would use a 2 piece catheter and anchor it in the lamina or spinal process. It was later reported that the catheter had dislodged. The catheter backed out and was being replaced. The pump was previously filled with 15 mg/ml of morphine and was going to be filled with 10 mg/ml. This would be done and primed on the back table during surgery, then reconnected to the catheter, which would then be primed. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).